Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument was arcing. A backup instrument of the same type was used, and the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was transferred to the advanced failure analysis team. The initial failure analysis results were confirmed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis. The permanent cautery spatula was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire heavy thermal damage was observed. The instrument passed electrical continuity test. The instrument was found to have thermal damage on the monopolar yaw pulley. The conductor wire insulation was damaged with an exposed internal wire which is related to the thermal damage observed on the monopolar yaw pulley. Additionally, the instrument was found to have thermal damage on proximal clevis. The instrument exhibited burnt mark on the proximal clevis. Thermal damage was also found on distal clevis and on the distal idler pulley. A visual inspection showed that the distal idler pulley's thermal damage was next to the damage conductor wire (with exposed internal wire). The instrument was found to have indentations/burrs on the edge of the distal idler pulleys. Moreover, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.064¿ - 0.386 in length and were not aligned with the tube axis. The instrument was found to have scratch marks/abrasions on the face an edge of the distal clevis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.